Event description:
It was reported that, "this case took place on (B)(6) 2011 at (B)(6) hospital. Scheduled as a t2-s2 scoliosis correction. Luque wires from t2-t10 and xia 4.5 screws from t12-s2; at s2 used the s2ai technique. From the conversation with dr. (B)(6), the performing surgery, he believed the rods slipped out of the s2 screws. He believed the rods migrated superiorly. Looking closer at the x-rays it appears to me that at the levels of l2-l3 the blockers are not in the tulip heads and there are others that look like they are backing out. As I recall the day of the case I remember torquring down at each level we used the t-handle and anti torque for each screw.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.